Event description:
Customer reported the insulin pump was just beeping for the last 24 hours. Last alarm the device had was low reservoir. Customer was advised to get previous device and to press act and found was on rewind complete screen. Customer was advised that his old pump was the one beeping. Customer took out the battery on the device but did not seem to believe was due to that device. Customer declined to troubleshoot current device. Customer's blood glucose was unknown. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.